Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace and missing end cap sticker. No button error alarms occurred. The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The blood glucose at the time of the incident was 346 mg/dl. The customer stated that the device was not exposed to moisture and was unsure if a button was pressed for 3 minutes or longer. The device was returned for analysis.